Event description:
Same patient as MFR #: 2183959-2015-00092. It was reported the patient experienced retention two weeks following the implant of a retroarc sling. The patient underwent a revision surgery to loosen the sling. During the revision surgery the sling tore. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4)